Event description:
It was reported that a user experienced repeated bluetooth connectivity problems in which a dexcom g7 sensor failed to pair with the ilet after attempts to toggle sensor type, re-pair, restart the ilet, and re-enter the sensor code. Symptoms included repeated pairing failure alerts without disruption of blood glucose values. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed that the pairing failures persisted despite standard reconnection steps. It was concluded that the event involved communication failure between the continuous glucose monitor and the ilet, and sensor replacement could be required if pairing did not complete.